Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log but was unable to reproduced problem. Fse ran bf wash 20 times with no issue, checked for leaks and found none, found bf probe 2 dispensing and aspirating properly. Fse concluded error was intermittent and proactively replaced the bf wash probe 2. Fse validated analyzer by performed a quality control run; all results passed without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states: [2236] bf probe 2 suction failure. Cause: the overflow sensor 2 s133 detected liquid after a washer suction operation. A wu flag will be attached to the measurement result. Action: clean the wash probe. The waste liquid solenoid valve sv171, the waste liquid tube, and the liquid pump lp173. The most probable cause of the reported event was due to could not duplicate problem.

Event description:
A customer reported getting error message "2236 bf probe 2 suction failure" on the aia-900 analyzer. The customer stated to have cleaned and inspected the bf wash probe for any leaks, loose or pinched tubing and none was found, but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh), luteinizing hormone (lhii), prolactin (prl) and estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.